Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, 3 twinfix screws fractured when they were being inserted. All the pieces were removed from the patient by tweezers. Patient bone quality was good. The procedure was completed with 30mins delay using backup device. The back up device was used on an additional bone hole, a void was left on the patient. No patient complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported devices were received for evaluation. All three devices have not been deployed, and the anchors are fractured. There is debris on each device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states that three undated photos of the devices were provided for review and confirms the reported breakage of three anchors. No further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.